Event description:
It was reported that the pt's guardians noticed an obvious decline in the auditory performance. Problems of external parts were excluded and a history of head trauma was denied. Testing showed channels 1, 3, 4, 6, 7, 9, 10 and 11 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.